Manufacturer narrative:
Device evaluation: a retain cartridge sample has been evaluated by product analysis on 01/29/2015 with the following findings: a retain sample from the same lot number was tested. A lot review was performed and no failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the loss of prime complaint.

Manufacturer narrative:
Device evaluation: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting repeated loss of prime warnings. Reportedly the cartridges were being used per instructions for use. The reporter stated that the cartridge had been changed since the issue began, but a cartridge from a different box had not been used to try and resolve the issue. The patient reportedly experienced blood glucose (bg) over 250mg/dl, but less than 500mg/dl with no signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because troubleshooting indicated a potential cartridge issue leading to loss of primes. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.